Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. Bg levels continued to rise despite bolusing. Patient stated the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied after the event.